Manufacturer narrative:
(B)(4).

Event description:
It was reported that during tricuspid valve replacement procedure, the lead was explanted and re-implanted in the right ventricular apex. The patient expired two days later. The physician stated that the cause of death might be bleeding after surgery but it could not be determined.